Event description:
It was reported that the customer experienced e-100 errors. The customer reported event has no report of patient injury. The reported issue involved the e100 generator faulting, with the power light turning red, causing it to not work properly. This error was observed multiple times over various dates, with notifications specifically on july 3rd and july 10th. The system functionality was checked upon powering on, and while the generator initially powered on without errors, the nursing team noted the error occurring both during startup and during procedures. To address the issue, the team attempted to restart the e100, but on multiple occasions, they had to switch to using the erbe to complete the procedures.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed, and failure analysis investigations were unable to replicate the customer-reported complaint; however, the issue was confirmed through system logs. The logs showed error 25913, indicating an e-100 failure, which validated the fault that occurred in the field. Visual inspection revealed no abnormalities related to the reported event. The unit was installed on a golden system and subjected to 10 power cycles and 50 energy cycle cut/seal actions. The probable root cause of error 25913 may be attributed to an e-100 generator issue.